Event description:
The patient came into the infusion center to be hooked up to new medication using the baxter 6060 ambulatory pump. When changing out the cassette, the pump alarmed "cassette not installed." The nurse ended up changing out the tubing and placing a new tubing in the pump for the pump to stop alarming. The tubing causing the problem was not saved. I have coached the nursing staff to save future devices for evaluation. There have been several other similiar documented problems with this device for approximately 4 months. In all four events the error message read "cassette not installed" and the device catalogue number was #2m9856. There was no lot number available in one of the documented instances.